Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name endurant ii iliac stent graft; product ID etlw1613c93ej (serial: (B)(6)); product type: 0180-aortic stent graft; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the emergency endovascular treatment of a ruptured abdominal aortic aneurysm. It was reported during the index procedure that a a secondary rupture occurred, unrelated to the device, leading to a decline in the patient's vital signs (specific values not provided). The evar procedure was completed successfully without endoleak, using the endurant iis device in combination with other non-mdt devices. Following evar, the patient underwent an abdominal surgery to relieve intraperitoneal pressure. Despite closure of the abdomen and administration of fluids, the patient died in the intensive care unit (ICU) postoperatively. Per the physician the cause of death was not determined, excessive intraoperative bleeding is suspected. The death was not attributed to the device.